Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted and replaced due to a leak in the system caused by a possible cylinder tear. No patient complications were reported.